Event description:
Caller states that the inform meter shows signs of melting on the plastic housing surrounding the connector pins. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.